Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 300-01-09 - equinoxe, humeral stem primary, press fit 9mm: 6512831 . 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6569633 . 320-31-36 - glenosphere, 36mm: 6579696 320-35-01 - small glenoid plate: 6548601/

Event description:
As reported by the equinoxe shoulder study, the patient had an initial left tsa on (B)(6)2020. The patient presented on (B)(6) 2020 instability / subluxation. Patient reports ongoing subluxation events, up to 4-5 times per week. The case report form indicates that this event is possibly related to device and/ to procedure. Outcome is resolved on (B)(6) 2021. Symptoms resolved with strengthening and time. No device return anticipated due to being a clinical trial study. Ebi initial surgery attached.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The cause of the patient¿s shoulder subluxation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.